Event description:
It was reported by service report that the back brace of the fowler section had broken completely off of the outer tube at the weld. No pt involvement or adverse consequences are reported.